Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed per the obituary, the patient passed away on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's spouse stated the patient passed away early last month. The cause of death is unknown.